Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Episodes of svt were detected as vt likely due to sudden onset. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy. The patient was treated for possible supra ventricular tachycardia (svt) which was detected as ventricular tachycardia (vt). Sinus tachycardia logic could not withhold and therapies including shock were eventually delivered. Other episodes show anti-tachycardia pacing delivery for detection of a similar rhythm slower than the svt ventricular limit but the data for the latest episode showed sudden onset of possible conducted atrial tachycardia/atrial flutter. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.